Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to 3005099803-2025-05331 for the second gold probe. It was reported to boston scientific corporation that a gold probe was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on unknown date. During the procedure, the tip of the gold probe snapped off. The procedure was completed using another gold probe. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 08/01/2025 as no event date was reported. Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component.